Event description:
It was reported that the patient underwent a revision due to catheter blockage in 2008. No patient symptoms were reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results code used for the catheter.